Event description:
Caller reported a cartridge alarm 20 during pumping. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact to the customer¿s blood glucose level. Customer reloaded the original cartridge before contacting cts, and after reviewing the cartridge load steps, cts confirmed correct procedures were being followed. The issue was resolved, and if the alarm reoccurs, customer was advised to load a new cartridge with new insulin and contact cts for further assistance if back-to-back alarms occur.